Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post laparoscopic rectum resection, the staple line leaked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, three days following a laparoscopic rectum resection procedure, it was seen thru a colonoscopy that the staple line leaked. A re-anastomosis was done to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, three days following a laparoscopic rectum resection procedure, it was seen thru a colonoscopy that the staple line leaked. A re-anastomosis was done to resolve the issue.